Event description:
IV tubing came apart at connection site. No cracks in tubing found and tubing was connected properly. Luer lock had loosened. Estimated blood loss was 14cc. Pt required blood transfusion to replace lost blood.